Event description:
An 8f angio-seal sts plus device was used for vascular closure of a right common femoral arteriotomy on (B)(6) 2015. Hemostasis was successfully achieved with this vascular closure device. Two days post procedure, on (B)(6) 2015, the patient complained of experiencing pain at the puncture site. The puncture site was noted to be swollen and red. On the following day, (B)(6) 2015, the patient developed a fever of 39 degrees celsius. A puncture site infection was suspected and the patient was medically treated with vancomycin (dose unknown). Further pathological testing confirmed the pathogenic bacteria as staphylococcus. Patient's condition was reported to be stable after receiving the medical treatment.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The angio-seal IFU warns not use the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred as this may result in an infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.